Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was returned disassembled and the trigger was disconnected from the frame. The anvil, forming tool, spring and cover block were loose from the assembly. The pawl was also broken off. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The damage to the cover block prevented the sample from being tested since the device would be unable to function properly. Six staples were returned loose. 19 staples were remaining in the cover block. The stapler was returned with 25 staples remaining indicating that at least 10 staples were fired by the end user. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "handle came loose, and no staples fired" was confirmed based upon the sample received. The returned stapler was returned disassembled and the trigger was disconnected from the frame. The anvil, forming tool, spring and cover block were loose from the assembly. The pawl was also broken off. A piece of the cover block is broken where it attaches to the trigger which caused the trigger to disconnect. The observed damage prevented the stapler from being fired. It is unlikely that this damage was present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that the doctor wanted to apply first skin stapler with start of closure of procedure. The handle just came loose, and no staplers came out. According to stock controller the whole device just came apart.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73f1800778 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor wanted to apply first skin stapler with start of closure of procedure. The handle just came loose, and no staplers came out. According to stock controller the whole device just came apart.